Event description:
The account alleged that the pump is not running on the bed. The account found the left coiled cable was damaged which exposed bare wiring.

Manufacturer narrative:
The account replaced power supply board and the left coiled cable to repair the bed. The voltage used to run the pump comes from the power supply board and then travels through the left coiled cable to the pump.